Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings and calibration errors. The customer states their device alarmed for threshold suspend. The customer's blood glucose level was unknown, and their sensor had dropped to 40mg/dl. Troubleshoot was conducted. The customer was unable to upload to carelink. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.